Event description:
A report was received that the patient was experiencing inadequate stimulation. An x ray taken showed the lead has been fractured. The patient will undergo a lead revision procedure.

Event description:
A report was received that the patient was experiencing inadequate stimulation. An x ray taken showed the lead has been fractured. The patient will undergo a lead revision procedure.

Event description:
A report was received that the patient was experiencing inadequate stimulation. An x ray taken showed the lead has been fractured. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg and lead were replaced. The physician indicated that the ipg had flipped so many times that it pulled the lead out in two pieces. The physician used electrocautery and decided to replace the ipg. No malfunction was suspected. The patient is reportedly doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg was analyzed and it passed all tests. The ipg exhibits normal device characteristics. The complaint has been confirmed. Visual inspection revealed that lead was cleanly cut approximately 15 inches from the proximal end. In addition, the silicon of paddle end was torn approximately at the midsection and 4 electrodes of the paddle end are missing. It was reported that the ipg flipped so many times that it pulled the leads out in two pieces.

Manufacturer narrative:
Additional information was received that the four contacts which were missing from the paddle lead were left inside the patient's body, however they were outside of the epidural space.

Event description:
A report was received that the patient was experiencing inadequate stimulation. An x ray taken showed the lead has been fractured. The patient will undergo a lead revision procedure.